Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection battery found defective and replaced. Function test without errors.

Event description:
In this event it was reported that a vdw.silver reciproc stops during treatment. The event outcome is unknown as of this MDR evaluation.